Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 18ga 1in blunt fill sla packaging was difficult to open, as well as damaged and opened. Found before use. No serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: there are no retention samples in stock. There are no occurrences/ quality notifications in this batch 7174613. It was performed batch record analysis, quality notification and maintenance analysis. No deviation was found. (Identified the following comments in the control plan). Manufacturing date: 07/01/2017 a 07/05/2017. A sample or photo was not available for evaluation; therefore, the investigation was limited. A review of the manufacturing records was performed for the incident lot and no issues were identified. Conclusion: bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were received to confirm the stated defect. Confirmed: bd was not able to duplicate or confirm the failure mode indicated by the customer, or the data was insufficient to the analysis.